Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
Customer reported that the intra-aortic balloon pump (iabp) displayed monitor related issue exhibiting vertical lines running across screen. There was no patient involvement, thus no adverse event reported.

Manufacturer narrative:
09/22/2017 03:49 pm (gmt-4:00) added by (B)(6) (pid-(B)(4)). 09/22/2017 03:24 pm (gmt-4:00) added by (B)(6) (pid-(B)(4)): service territory manager evaluated the iabp and reported replacing the monitor/lcd screen . The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
Customer reported that the intra-aortic balloon pump (iabp) displayed monitor related issue exhibiting vertical lines running across screen. There was no patient involvement, thus no adverse event reported.